Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector during user handling of the device. It caused abnormality in electronic components and the suggested event occurred. Additionally physical stress was applied to insertion section during user handling of the device resulting in a damaged ccd unit and the suggested event occurred. The event can be detected by following the instructions for use (IFU) section: ·inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -when inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide. -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: no data transmission; the distal end plastic cover had scratches with no sharp edges; scratches on the distal sheath; the distal sheath glue was cracked and peeled; switch 1 and switch 4 were not working; the bending section adhesive charge-coupled device shrink tube was cut; the scope connector had a dent and the ring gauge failed; the scope connector adhesive had fluid; multiple scratches on the contact pin and the ethylene oxide valve; and after aeration, the device was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii bronchovideoscope displayed a black image with an error message b30 (scope communication error). There were no reports of patient harm associated with this event.